Event description:
The nurse accessed the patient's port-a-cath to draw his labs. When taking the needle out, the nurse heard the click of the safety lock, removed the needle, and went to put the needle in the needle box. The needle was not locked and the nurse stuck herself in the finger with the port needle. The following day the nurse educator was reporting the event to the risk manager. The educator was demonstrating to the risk manager how the device is supposed to work. Again, the device malfunctioned and did not lock. The nurse educator and the risk manager were both stuck by the needle. Both of these device failures were from the same lot #.